Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 05-nov-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 122.2 mcg/day), bupivacaine (20 mg/ml at 1.222 mg/day), and hydromorphone (9.1 mg/ml at 0.5559 mg/day) via an implanted pump. It was reported that the patient had been on ECMO (extracorporeal membrane oxygenation) due to reasons unrelated to the pump for the last 6 months of her life. She recently had a colon cancer diagnosis and had surgery for that on (B)(6) 2024. She reported that sometime during her stay in the hospital where she was on ECMO her pump stopped giving her relief; however, the priority at that time was to keep her alive. She was now in much better health and came in today to have a catheter revision to see what was going on with her system. The hcp started in the midline incision and cut below the anchor. He did not see free flowing csf (cerebrospinal fluid), so he decided to partially explant a portion of the catheter and ligated the remainder and left it in place. He then placed a new spinal catheter and observed free flowing csf. A bolus was done from the pump segment of the catheter while it was not connected to the new spinal segment and drug was observed dripping out of the pump segment which confirmed the pump segment of the catheter was patent. The hcp then hooked up the existing pump segment to the new spinal segment and confirmed it was patent. The spinal segment of the system was then primed; a bolus from the patient¿s pump was done which she tolerated well; and the patient was sent home. It was noted that the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3: 8782 catheter: analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.